Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the reported failure was confirmed but not replicated. The instrument was found to have failed during initialization based on log review but not during in-house testing. The instrument was placed on an in-house system and passed the engagement, recognition, cut and seal and initialization tests on 3 out of 3 attempts. The instrument had all its lives and unused. Review of the msc logs verified five homing failures. The dsp logs displayed no error. There is no dislodged knife observed. Additionally ,the instrument was found to have one dislodged and missing ceramic dots at the distal jaws. The dot is not placed in its original place as it is missing. The instrument passed continuity test. The complaint was confirmed but not replicated by failure analysis. The probable root cause of failed instrument initialization cannot be determined based on the information provided and failure analysis results. No product issue was identified during the in-house system. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Furthermore, the probable root cause of the dislodged ceramic dots is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments during handling or usage can damage the component. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve to bypass revision surgical procedure, the 8mm vessel sealer extend (vse) instrument would not calibrate. The self-test failed, the instrument was removed, and an error message was displayed that the blade may be exposed. The customer tried multiple times to clean out the instrument which had not been used. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.